Manufacturer narrative:
Patient identifier not available from the site. Return requested. Replacement positioning sensor unit (psu) shipped to site 12/08/2016. Medtronic investigation of returned suspect psu finds that at power-up, the amber fault light was not lit, however, after running for a few minutes the light came on. A check of the event log revealed a history of intermittent illuminator current low.. Otherwise, the psu passed an aak test at .09 mm with a passing threshold of .35 mm. System fault code - illuminator current out of range - electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial procedure, the orange light on the navigation system camera was coming on intermittently. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the positioning sensor unit (psu). The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.